Event description:
A customer reported that one of the two knives provided in the custom pack was noted smaller and did not cut well during a procedure. Additional information provided indicated the issue with the knife caused the incision to be too small which made passing the instruments through difficult and time consuming. The case was completed following a significant delay. Current patient status is unknown.

Manufacturer narrative:
No samples were returned for evaluation; therefore, the condition of the product could not be verified. Product history records could not be reviewed because the reporter did not provide a lot number, item number, or any identification traceable to the manufacturing documentation. The root cause for the dull knife experienced by the customer cannot be determined. It is unlikely that damage occurred during the manufacturing process. The complaint rate for the past year for dull/damaged/blunt knives was reviewed. No adverse trends in complaint rate have been observed. (B)(4).